Event description:
It was reported that the insulin pump excessively alarmed no delivery. It was also reported that the insulin pump alarmed motor error. Customer's blood glucose reading was 450 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump had a cracked reservoir tube lip noted during visual inspection. The pump passed the prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. No motor error alarms or excessive no delivery alarms were noted.